Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing loop. The customer was treated with her pump. The customer stated that the drive support cap is protruded. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.